Event description:
It was reported that the patient presented with atrial fibrillation. It was noted the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.